Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial#(B)(4), product type: programmer, patient. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a sore spot in the back where her lead incision was located. The area was very tender and started to spasm when she would go from bent over to standing up. This was noted to have started within the 3 weeks prior to this report. It was also noted that the patient had recently lost weight as well. Follow-up determined that it was believed that the lead anchor may have been pulled and was causing irritation. The patient was consented to revise the anchor but was not scheduled. Impedance testing was also performed and was satisfactory. The patient was noted to be a very thin woman and was a breast cancer survivor. She was reaching for something and felt something pull and now has tenderness at the incision area. The anchor may have been pulling and causing the spasms and a nodule could be seen near the area where the anchor would be. It was noted that if this did not resolve an intervention may be needed to decrease patient discomfort. No other information was known at the time. This event will be updated if additional information is received.